Event description:
Pt had star total ankle revised.

Manufacturer narrative:
Additional revised components: star total ankle replacement: model#: 400-218; lot#: 080498/543. Device MFR date: unk, exp date: unk; model#: 400-232; lot#: 050308/0890 device MFR date: unk, exp date: unk. Star ankle revised to fusion. Visual eval confirms that sliding core was fractured.